Event description:
It was reported that the two foley kits were defective this morning. The first one, the balloon did not deflate after testing it out before inserting. The second one was inserted in patient but broke loose at the connection point between the syringe and foley when tried to inflate the balloon. Both were material a947316, and lot is ngjw1707.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two foley kits were defective this morning. The first one, the balloon did not deflate after testing it out before inserting. The second one was inserted in patient but broke loose at the connection point between the syringe and foley when tried to inflate the balloon. Both were material a947316, and lot is ngjw1707. Per additional information received via email on 24sep2025, it was reported that they spoke with someone from bd over the phone about the issues we had. One issue was resolved by letting us know we should make sure the syringe is inserted completely into the port or the saline will not drain. I tried it with the faulty foley we kept and it worked fine. They stated physical samples are not still available. The nurse had used the catheter on the patient and disposed of it once it failed. Item could not be retrieved since, customer was notified after the case was done and trash had been taken out. There was no impact to the patient and required no medical intervention.